Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 7075650.

Event description:
It was reported that the patient was experiencing discomfort or pain. It was also reported that the patient had inadequate pain relief due to lead migration. The patient underwent a revision procedure wherein the leads were repositioned. The patient was doing well post-operatively.